Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there were problems with the plate cable. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of an issue with the plate cable. The customer will be provided with a replacement of the heartstart hands-free cable. It has been concluded that no further action is required at this time.